Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the iliac vein, the pta balloon allegedly could not be inflated. It was further reported that the balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection was unable to identify anomalies. During an attempt to inflate the balloon a longitudinal rupture was noted on the distal cone of the balloon. No further testing was able to be performed. Therefore, the investigation is confirmed for rupture and inconclusive for inflation issue due to sample condition. The identified rupture contributed to the reported inflation issue. However, the definitive root cause for the rupture could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an angioplasty procedure in the iliac vein, the pta balloon allegedly could not be inflated. It was further reported that the balloon allegedly ruptured. Another balloon was used to complete the procedure. There was no reported patient injury.